Event description:
The complainant reported a 63-year-old male patient presenting for high risk percutaneous coronary intervention. During impella support, it was noted that the patient developed an access bleed due to a crack in the 14fr sheath at the hub. The patient lost 1 unit of blood as a result of the noted issue. To counteract the blood loss, the 14fr sheath was replaced and the patient was infused with two units of blood and ns. Hemostasis was subsequently achieved and the groin was closed via perclose. The patient was deemed stable following the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.